Event description:
A customer reported a pt with blurry vision two months post bilateral lasik. The pt had high myopia and the vision is still improving. Once the vision has stabilized, an enhancement may be considered if vision is still blurry. There are two medical device reports associated with this event. This report reference the right eye. Additional info has been requested.

Manufacturer narrative:
Additional info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).